Event description:
It was reported post implant that at atrial pacing twitching was observed and a program adjustment was made for the lead. Several days later an exam was conducted and cardiac tamponade was suspected. The patient went into surgery to close the cardiac perforation from the atrial lead. The lead was then placed again and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.